Manufacturer narrative:
Upon receipt, performance testing was conducted. Testing determined that a segment was missing from the 100's, 10's, and unit's positions of the display - the complaint was confirmed. A root cause analysis will be conducted, and if anything of substance results from this analysis, it will be reported to the agency. This complaint is considered closed for purposes of MDR.

Event description:
The customer stated that the meter was not displaying all of the segments in the display. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for evaluation, and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.